Event description:
It was reported that the patient had a "fainting spell". The episodes recorded on the device show noise, undersensing, and oversensing. The device is still in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient had a "fainting spell". The episodes recorded on the device show noise, undersensing, and oversensing. Device has been removed and a ipg implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. There is apparent undersensing and oversensing. It also appears that there is noise/interference. The following episode counts were present; lifetime fast ventricular tachycardia episode counter; 13; lifetime asystole episode counter: 2696, lifetime brady episode counter: 17, interference/noise and lifetime time in noise counter: (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is apparent undersensing and oversensing. It also appears that there is noise/interference. The following episode counts were present; lifetime fast ventricular tachycardia episode counter; 13; lifetime asystole episode counter: (B)(4) , lifetime brady episode counter: 17, interference/noise and lifetime time in noise counter: (B)(4) .